Event description:
Allegedly pt. Underwent a second revision to his hip replacement in response to a diagnosis of a previously infected left hip.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.